Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy was restored post-operative.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The programmer also reflected a communication error. The patient could not recall the last time she recharged the device. The patient also stated she is experiencing pain. A company representative met with the patient and confirmed the ipg is inoperable. Consequently, the patient will undergo surgical intervention to address the issues.